Manufacturer narrative:
Date of event estimated.

Event description:
It was reported the patient's ipg had reached end of life (eol), and as a result lost therapy. Surgical intervention took place where the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the documents reviewed, the cause of the reported incident could not be conclusively determined.